Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. A review of the event log was performed. The following alarms were noted in the alarm log: check patient line alarm, check supply line alarm, check heater line alarm, and a check your position alarm. A visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was determined to be verified as the check your position alarm. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is pending. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a consumer experienced an unspecified event on the homechoice device. It was unspecified during which process step the event occurred. A swap for the device was initiated. No patient involvement was reported and no patient injury or medical intervention was indicated as a result of this event. No additional information is available.